Manufacturer narrative:
Concomitant medical products: dtba1d4 crt-d, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined rv coil impedances. A possible rv coil fracture is suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.